Event description:
Tampon is coming apart. Concerned that I'm losing a lot of fibers inside- vagina [foreign body in reproductive tract]. Tampon is coming apart [device breakage]. Sharp plastic part at the top catches on the fibers and rips them out [device physical property issue]. Case description: consumer reported via email that the tampon is coming apart. No serious injury was reported. On (B)(6) 2021: no failure could be identified as a result of the investigation. On (B)(6) 2021: there is insufficient information to perform a product investigation.